Manufacturer narrative:
Refer evaluation summary. (B)(4). It was reported while ablating during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the stockert system abruptly stopped with a low impedance error, 20 ohms, and a map shift was noticed on carto 3 system. They exchanged cables (redel, ablation and rf adaptor) without resolution. The stockert system still displayed an impedance of 20 ohms even when the ez steer navigational 4mm catheter was outside of the patient. They then exchanged catheters and the impedance normalized to 120 ohms within the ra. The case continued. Upon request, additional information was provided on the map shift issue. The map shift was noticed as the physician came on rf ablation. At this point in the case, the his cloud and the ostium of the coronary sinus were marked with tags. The tags all stayed in place and all the catheters frayed out and moved all the way to the left of the screen and then back toward the center. The entire map shifted together. All the catheters moved in the same direction but when they came back to center, they were off from their original positions. Since the shift was not measured, it was approximately 5mm. There was no warning message. The map shift was verified as the comparison was made with using the snap shots that were taken at the beginning of the case of both the his catheter and the coronary sinus catheter. The user had not moved the fluoroscopy unit at all when the map shift occurred. The patient did not move nor was there a cardioversion performed at the time of the map shift. No patches were loose or moved. The acl was in use. The bwi field service engineer stated that the ablation catheter did not shift anymore since it had been replaced with new one. It is possible that the map shift could have been caused by the catheter. The map shift may be considered as an issue when the catheter location displayed on the carto 3 system screen is different from the location of the same catheter displayed on fluoro screen. The defective magnetic sensor of the catheter might compromise the accuracy of the catheter location. A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: ez steer navigational 4mm: model #: d-1268-05-s, lot #: 15640854m. Device evaluation anticipated but not yet begun. Non bwi catheter - sjm coronary sinus catheter. Non bwi catheter - sjm jsn quad catheter. Stockert 70 system. Manufacturer's ref. (B)(4).

Event description:
It was reported while ablating during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the stockert system abruptly stopped with a low impedance error, 20 ohms, and a map shift was noticed on carto 3 system. They exchanged cables (redel, ablation and rf adaptor) without resolution. The stockert system still displayed an impedance of 20 ohms even when the ez steer navigational 4mm catheter was outside of the patient. They then exchanged catheters and the impedance normalized to 120 ohms within the ra. The case continued. Upon request, additional information was provided on the map shift issue. The map shift was noticed as the physician came on rf ablation. At this point in the case, the his cloud and the ostium of the coronary sinus were marked with tags. The tags all stayed in place and all the catheters frayed out and moved all the way to the left of the screen and then back toward the center. The entire map shifted together. All the catheters moved in the same direction but when they came back to center, they were off from their original positions. Since the shift was not measured, it was approximately 5mm. There was no warning message. The map shift was verified as the comparison was made with using the snap shots that were taken at the beginning of the case of both the his catheter and the coronary sinus catheter. The user had not moved the fluoroscopy unit at all when the map shift occurred. The patient did not move nor was there a cardioversion performed at the time of the map shift. No patches were loose or moved. The acl was in use. They were visualizing the his catheter, the coronary sinus catheter, and the ez steer navigational 4mm catheter . The catheters were a sjm coronary sinus connected to the patient interface unit via the pin box and a sjm jsn quad connected via a pin box.